Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high/undefined impedance on the superior vena cava (svc) coil and numerous short v-v intervals. Therapies were turned off and later the lead was capped. No patient complications have been reported as a result of this event.